Manufacturer narrative:
The serial number of the device was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor explanted zxr00 intraocular lens (iol) from the patient's eye. The reason of explant is unknown. Patient's outcome is not provided, but an attempt has been made to obtain this information. No additional information provided.

Manufacturer narrative:
Based on the new information and review of the file; it was determined that this event has already been reported under mw: 9614546-2018-00448. Therefore, this is a duplicate filing and no further information will be provided under this medwatch report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.